Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use with cartridge lot 22498f, cartridge sn (B)(4), and cue reader sn (B)(4). Following the false negative result, the customer tested positive with an ihealth rapid antigen test on (B)(6) 2022 and cue covid-19 retest on (B)(6) 2022. The customer is symptomatic and traveled on airplane with unmasked passengers. Customer confirmed cartridges were stored according to instructions for use. See related case for other 2 false negative results reported by customer.